Event description:
It was reported that this pacemaker was recently upgraded, and shortly after implantation, healthcare providers observed a significant drop in the patient's heart rate to 30-40 bpm. The company representative contacted the service center to ask whether this decrease could be related to the device's power-on self-test (post). It was explained that post is a normal process following implantation, and that the device management system may still be initializing, which could explain the temporary rate change. It was also noted that no changes in programmed rates had been made at that time. Additional troubleshooting possibilities were discussed. No adverse patient effects were reported. This device remains in service.

Event description:
T was reported that this pacemaker was recently upgraded, and shortly after implantation, healthcare providers observed a significant drop in the patient's heart rate to 30-40 bpm. The company representative contacted the service center to ask whether this decrease could be related to the post. It was explained that post is a normal process following implantation, and that the device management system may still be initializing, which could explain the temporary rate change. It was also noted that no changes in programmed rates had been made at that time. Additional troubleshooting possibilities were discussed. No adverse patient effects were reported. This device remains in service.